Event description:
During egd procedure, a mallory weiss tear was found. A hemostatic clip was placed on tear. When the clip was deployed, it did not detach from delivery system. Two additional clips placed after defect.